Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with an unknown mentor saline breast implant and experienced right-sided implant deflation postoperatively. As a result, the patient underwent explantation and replacement with unspecified mentor saline breast implant in 2012. Implantation date and explantation date were estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.